Manufacturer narrative:
E.1. Address was not located, and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd smartsite needless connector was damaged / defective. The following information was provided by the initial reporter: we were notified of a complaint from a customer stating defective valve. Defect description: defective valve-stuck closed. Product description: smartsite luer activated valve. Vendor part #: 5000r. Lot #: 25034381.